Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lead could not be fixed when it was placed on the right ventricle. The lead could not reach the proper point under the guidewire. Several attempts were made but unsuccessful. The lead was replaced. There no adverse consequences to the patient.